Event description:
Pt's family member called lfs on pt's behalf alleging that pt's one touch basic enhanced meter was reading inaccurately low. Medical affairs specialist spoke with pt's family member on 10/17/2003 to obtain additional info. Pt tested and obtained a "35 mg/dl". Pt had no signs of low blood glucose levels. The following day, pt's family member tested pt and obtained a low result (result unknown). Pt was described as having chest pains and vomiting. Pt was given candy and eventually taken to the hosp the following day. A blood glucose reading of "750 mg/dl" was obtained. Pt was admitted for 1 week due to their blood glucose levels. Pt was released with changes to their blood pressure medication only. Pt's family member reported that pt took 35 units of insulin in the morning and 35 units in the evening and would not have made any alterations to the units based on the blood glucose results obtained. Pt tests twice a day, normally before taking the insulin. Pt did not have any quality control supplies to perform troubleshooting with the customer service rep. Pt's test strips were within expiration date; however, incorrect technique was being used to apply the sample to the test strip. Based on the info supplied by pt's family member, there is no indication that the product malfunctioned. However, due to possible use error in testing technique the event meets the criteria for a medical device reportable, in that the pt suffered an adverse event. Pt's meter and test strips were replaced.